Event description:
It was reported on feb 20, 2026, that, during reprocessing, the gastrointestinal videoscope tested positive for 80 colony forming units (cfus) of escherichia coli, enterococcus faecalis. The device was retested on (B)(6) 2026, and it tested positive for 80 cfus of unknown microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.